Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a diffusely calcified right coronary artery (rca). Eight low speed treatments were performed followed by three high speed treatments. Towards the end of the procedure, the oad crown caused a perforation in the rca. The physician attempted to seal the perforation using a prolonged balloon dilation initially and later by deploying a covered stent but unfortunately this was unsuccessful. The patient's condition deteriorated and the patient went into cardiac arrest. The patient expired.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, cardiac arrest, death and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported perforation of vessels, cardiac arrest, death and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a diffusely calcified right coronary artery (rca). Eight low speed treatments were performed followed by three high speed treatments. Towards the end of the procedure, the oad crown caused a perforation in the rca. The physician attempted to seal the perforation using a prolonged balloon dilation initially and later by deploying a covered stent but unfortunately this was unsuccessful. The patient's condition deteriorated and the patient went into cardiac arrest. The patient expired. Additional information was received indicating the primary cause of death was cariac arrest. In the physician's opinion, orbital atherectomy caused the perforation, which may have contributed to the patient death.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a diffusely calcified right coronary artery (rca). Eight low speed treatments were performed followed by three high speed treatments. Towards the end of the procedure, the oad crown caused a perforation in the rca. The physician attempted to seal the perforation using a prolonged balloon dilation initially and later by deploying a covered stent but unfortunately this was unsuccessful. The patient's condition deteriorated and the patient went into cardiac arrest. The patient expired. Additional information was received indicating the primary cause of death was cardiac arrest. In the physician's opinion, orbital atherectomy caused the perforation, which may have contributed to the patient death.